Event description:
The customer reported that the device displayed an error 10004 and failed a test. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
The customer reported that the device displayed an error 10004 and failed a test. There was no report of patient involvement or adverse patient impact. Because this device is no longer supported, philips is unable to provide replacement parts or provide repair. The device will not be returned to philips. We will consider this reported issue to be a malfunction that could possible prevent the delivery of therapy. The cause is not known.